Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device recharger. Serial number was not obtained as patient did not have the equipment with. The reason for call was wires on recharger telemetry module (rtm) were loose, patient thought the wires were broken inside. The rtm was no longer working. Patient charged the implanted neurostimulator the other day, like 5 days ago, and when patient went to turn the stimulation on, it would not turn on. The implant was depleted. Patient did not know why the implant depleted because patient had to press stim on button after charge and it did not come on because implantable neurostimulator (ins) did not get charged, it was down to like 5%. Patient said for some reason patient always had to turn stim on after they charge because ins shuts off. Patient mentioned they have to make an appointment to get more adjustments. Patient will be calling back later to provide the sn of recharger. Pt called back to provide serial number. Technical services (tss) requested replacement recharger.